Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached during deployment of the capio device through the patient's left side. Reportedly, it was too small to be removed and was left inside the patient. The procedure was completed with another uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached during deployment of the capio device through the patient's left side. Reportedly, it was too small to be removed and was left inside the patient. The procedure was completed with another uphold¿ lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the suture on the blue dilator was broken. The dart was returned with a small amount of suture attached to it. Analysis revealed no damage to the capio slim suture capturing device and the device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The investigation concluded that the most probable cause for this event is supplier manufacturing process design, and not manufacturing process design as stated in the previous report, because the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached during deployment of the capio device through the patient's left side. Reportedly, it was too small to be removed and was left inside the patient. The procedure was completed with another uphold¿ lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.